Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead p waves were falling in the blanking period - as currently programmed - and causing intermittent mode switching. The lead remains in use. No patient complications have been reported as a result of this event.